Event description:
It was reported that the device were used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon use (5) 512sd's that leaked co2, (3) 1seals that leaked co2 and (3) ms512's that did not stay locked. All were replaced. There was no consequence to the pt.